Event description:
Information was received from the patient receiving intrathecal baclofen (unknown) via an implantable pump for non-malignant pain. The patient reported that the equipment that came with the pump was not working right. Patient stated a third of the time the screen comes up with a white strip across that says wait and two other things and nothing would go unless they hit the wait and it makes it start all over again. Patient said lately it had been coming to the blue circle with an arrow on it and they hits it and it goes all the way up to where it said it was done and then it comes back with the same amount of pump click so they had to do it again and it is taking at least 5 minutes to get it done quick. Patient mentioned he was shaking a little bit because they were hurting. Agent asked what medication was in the pump and patient said they thought "it was fenagren and baclofen" but they did not know the rest. Patient also mentioned the 90% lockout screen happens every time they uses it whether they had used it or not and it happens every once in a while so they just blew it off because when they first got it it was working really good and they told his wife how good it was and "it went to shit". Patient stated they had been having issues with it for about 6 months but it was not a bad thing then it was every once and a while. Agent walked patient through resetting the handset and clearing the data. The troubleshooting steps that were taken on the call resolved the issue. Patient stated he would monitor and call back if the issues continue.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.